Event description:
The surgeons experienced with patient (B)(4) a femur cyst in the case of suspected cancer. The patient received a ts-inlay and was therefore terminated from the study.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the product was not returned and no medical records or x-rays were provided.

Event description:
The surgeons experienced with patient (B)(6), a femur cyst in the case of suspected cancer. The patient received a ts-inlay and was therefore terminated from the study.